Event description:
An other health care professional reported that the trocar clamped to the spike during vitrectomy surgery. The surgery was completed on the same day after replacing the skewer with another one. There was no patient harm. Based on information received following submission of the initial report, the lot number was incorrect (unknown) initially however it was updated to 15k883. Product has been changed from the legion procedure pak to constellation procedure pak, mfg site has been changed from apd to htx.

Manufacturer narrative:
This report originally filed as 2523835-2024-00027. Based on information received following submission of the initial report, the lot number was incorrect (unknown) initially however it was updated to 15k883. Product has been changed from the legion procedure pak to constellation procedure pak, manufacturing site has been changed from apd, sinking spring to htx, houston. The manufacturer internal reference number is: (B)(4).